Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: d8, h2, h3, h6 and h11. Corrected field: b5. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation and previous investigation, it likely suggests probable causes such as damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Correction to b5 for information inadvertently left out of previous report: 'the issue occurred when device was inside the patient during colectomy procedure. The procedure was completed with the same device.'

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed that during a therapeutic colon resection, the subject flex video scope device image displayed a purple object. There was no harm or injury reported.